Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter and a carto 3 system and signal noise occurred on all of the ECG and intracardiac (ic) signals without any other monitors available to monitor the patient¿s heart rhythm. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and pulse field ablation (pfa) test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. The device was connected to the generator and a pulse-field ablation (pfa) cycle was performed and the device was found working correctly. No errors were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The noise reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The trupulse generator instructions for use (IFU) contain the following information: to minimize electrical noise on the ECG recordings, position catheter connection cables so they do not touch either the patient or other cables. For an optimal ECG trace, keep unused active surface electrodes at a distance from the patient. Also, it is recommended to connect the cart power supply, the recording system, the ngen¿ pump, and the carto¿ 3 system piu power supply to the same protective ground. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse catheter and a carto 3 system and signal noise occurred on all of the ECG and intracardiac (ic) signals without any other monitors available to monitor the patient¿s heart rhythm. It was initially reported that the intracardiac signals from the catheters were attenuated. Each catheter with a sensor was taken out one by one. When the varipulse catheter was taken out, the noise issue resolved. The case was almost over so they did not replace the varipulse catheter. There was no patient consequence. The customer's reported noise on signals is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 4-feb-2026, additional information was received indicating noise was observed on all ECG and intracardiac (ic) signals on both the carto 3 system and the recording system. The physician did not have any other monitor available to monitor the patient¿s heart rhythm. The catheter was in the patient at the time of incident. Based on the new information received, the event was assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 16-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 26-feb-2026, the lot number was verified to be 31756305l. This information has been added to field d4. Lot. Additionally, based on the availability of the lot number, the manufacture and expiration dates and primary UDI number were also made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).